Manufacturer narrative:
The customer's device was returned to spacelabs healthcare for evaluation. The complaint condition was verified. The central processing unit printed circuit board assembly was replaced. Functional and performance testing was done, and the device was returned to the customer for use.

Event description:
The customer contacted spacelabs healthcare to report that an xprezzon bedside monitor was resetting continuously while monitoring a patient. There was no patient or user harm associated with this event. The customer requested a return authorization to ship the device for depot repair. At this time, the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.